Manufacturer narrative:
(B)(4).

Event description:
Procedure: laproscopic living donor nephrectomy.according to the reporter: during use, a doctor found the shears could not resect the tissue as well as usual. Using a new one, the case was completed with no problem. Operating time was not extended. There was no additional tissue resection or damage to the tissue. Nothing fell into the cavity. There was no bleeding that exceeded 500cc. The device was not recognized by the generator and was activated.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/04/2015.